Event description:
It was reported the customer was hospitalized due to low blood glucose. Customer stated that he had primed infusion set while still connected to insulin pump and he thought the insulin pump delivered 40u. Explained to customer the importance of remaining disconnected when priming and changing the set. Troubleshooting was not performed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.